Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, he has been having trouble with big halos. The patient reports that he sees them around lights, they are about 6 ft. Wide with both eyes, but worse with the left eye. He had trouble driving at night on a trip on the highway, coming back to town. He had to patch his left eye in order to be able to see that night. He also reports that he cannot even see well at close-up to even write a check. Additional information was provided by the patient that vision for distance is good, but not for reading. Halos are noticed at night, and he has not seen any improvement. He went and bought cheap glasses, but they have not helped. He cannot see what he eats. He reported that it is not good over all. He reported that before the surgery, he could see up close without his glasses, and now he cannot see the remote on his tv and is having trouble eating. There are two medical device reports associated with this patient. This report is associated with the left eye.